Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes, however, the alarm did not clear. The customer reverted to manual dose injection for insulin therapy and pump replacement was sent to the customer. There was no reported adverse impact to the customer¿s blood glucose level.